Event description:
Information received indicates the brake will not hold at the foot end of the stretcher.

Manufacturer narrative:
The technician found the rocker cam was broken. The technician used a brake/steer upgrade kit to repair the stretcher.